Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. Loss of bowel control was reported. Neurostimulator had not worked for her since implant to the day of call. She either had constipation for 3 or 4 weeks or if there was no constipation it just leaks out. Last time the patient met with representative was right after implant. The patient states a couple weeks ago after implant she would try to increase the stimulation and it would hurt if she went up pass 3.0. The patient was at 3.0 on program 2 and does not see the lightening bolt. Patient services reviewed how to turn ins(stimulator) on. She now sees the lightning bolt. Additional information received from the consumer reported that she had a loss of therapy. She had not had benefit since implant and was still wearing a pad and having leaking episodes. The patient wanted to have the device removed. The patient did feel stimulation. The patient was going to try a different program for a week. She thought the implantable neurostimulator might be off, but verified that she saw the lightning bolt indicating that power was on. The patient reportedly felt pulsing even though therapy was off.